Event description:
It was reported that a flogard infusion pump had experienced an f94 alarm. The process step that this malfunction was identified is unknown. However, there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard was serviced on-site. During a review of the alarm log a f94 alarm was identified. The main battery was replaced in order to fix the reported condition. The device underwent visual inspection and passed all functional tests. The device was returned to the customer in working order.